Event description:
It was reported that during the implant of this advance xp sling procedure, the physician stated that the trocars were inserted without issue and the sling body was positioned correctly against the urethra. While attempting to remove the plastic protective sleeve, removal on one side was difficult and the contralateral side presented significant difficulty. During this process, the protective plastic sleeve and tyvek paper broke, and fragments remained in the patient. As a troubleshooting measure, the surgeon divided the sling arm from the sling body through the perineal incision and attempted to remove the sling arm from the groin incision with the expectation that the plastic sheath and tyvek paper would be removed; however, these efforts were unsuccessful. The procedure was subsequently abandoned, and the surgeon did not deem it safe to proceed with passing another sling arm or trocar on the affected side. The patient did not experience any signs or symptoms of infection following the procedure. The issue was not present upon opening the package. No patient complications were reported, and the patient was expected to fully recover. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Correction to field b1: adverse event/product problem, correction to field b2: outcomes attrib to adv event, correction to field d6a: implant date. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The detachment of device or device component can be confirmed through the photo attached to the complaint, but the cause could not be determined due to the lack of a product return to analysis. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of unretrieved device fragments (udf), detachment of device or device component, difficult to remove, item left in patient were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the implant of this advance xp sling procedure, the physician stated that the trocars were inserted without issue and the sling body was positioned correctly against the urethra. While attempting to remove the plastic protective sleeve, removal on one side was difficult and the contralateral side presented significant difficulty. During this process, the protective plastic sleeve and tyvek paper broke, and fragments remained in the patient. As a troubleshooting measure, the surgeon divided the sling arm from the sling body through the perineal incision and attempted to remove the sling arm from the groin incision with the expectation that the plastic sheath and tyvek paper would be removed; however, these efforts were unsuccessful. The procedure was subsequently abandoned, and the surgeon did not deem it safe to proceed with passing another sling arm or trocar on the affected side. The patient did not experience any signs or symptoms of infection following the procedure. The issue was not present upon opening the package. No patient complications were reported, and the patient was expected to fully recover. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.